Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.

Event description:
It was reported that the insulin pump alarmed low battery. The customer stated that he had to change the battery four times in one week. Troubleshooting was performed due to the insulin pump not powering on. Nothing further was reported.